Manufacturer narrative:
Clarification to g3: initial mw was submitted with date 20sept2020. The actual aware date is 20sep2019. All information has been submitted within 30 days of manufacturer awareness.

Event description:
Patient reported left-side, "pain, hardness, & swelling." Later, healthcare professional reported, seroma and exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Visual evaluation: visual analysis of the identified photos: red particle sin the shell and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported pain, edema, visibility/ palpability. Healthcare provider additionally reported "seroma" device has been explanted.